Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device did not function due to a cracked case. The device was not used in surgery. It is unknown if injuries or medical intervention were reported. There was no additional information provided.